Manufacturer narrative:
D10: concomitants: 11000017101 (B)(6) - gps implant kit v2 12002017096 (B)(6) - gps implant kit v2 (B)(6) 02-012-48-3511 - logic tibial insert slope +, sz 3.5, 11 mm (B)(6) 521-78-36 - threaded pin size 5.1 collarless (B)(6) 02-012-48-3511 - logic tibial insert slope +, sz 3.5, 11 mm (B)(6) 02-010-04-0235 - logic cr femoral por, left, sz 3.5 (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 02-010-04-0335 - logic cr femoral por, right, sz 3.5 (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, who had an initial left knee implanted, underwent a revision procedure, approximately 6 years 11 months post the initial procedure. The patient presented with pain. The surgeon booked the revision, removed all implants and replaced them with a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a.